Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history. The insulin pump was received with cracked battery tube threads.

Event description:
The customer reported via telephone call that some of the basal rates were deleted from the insulin pump somehow and that not having them caused her blood glucose to rise and she was hospitalized. The blood glucose reading at the time of the emergency room visit was 575 mg/dl. The customer first had a high blood glucose on (B)(6) 2016 and the blood glucose reading was 600 mg/dl. The customer gave a correction bolus but was still high the next day. The customer experienced symptoms of nausea, vomiting and difficulty breathing. The customer was treated with a saline drip and manual injections and an insulin drip. The insulin pump passed the self test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.